Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited loss of capture and an increase in pacing impedance. The lv lead was explanted, and no adverse patient effects were reported.